Event description:
It was reported that a pt underwent a sling procedure on an unk date. Thirty-six months post-operatively, the pt developed postural voiding difficulties and nocturia. Physical exam was normal. A urodynamic study performed indicated a bladder outlet obstruction. Urethrocystoscopic findings indicated that the pt had a distal urethral erosion of the tape and that the tape is now intraluminal. This pt refused the proposition of a surgical management of the urethral erosion. Two years after, she was dry but still complained of postural voiding difficulties and nocturia. In this study, the drs identified a few presumptive causal factors for urethral erosion, which could play a synergistic role in the event. For this pt, the dr has indicated that the probable causes of this event were sling misplacement and excessive tensioning.

Manufacturer narrative:
Conclusion - as per the instructions for use which accompany each device, "the tape should be located without tension under mid-urethra. Over correction, i.e. Too much tension applied to the tape, may cause temporary or permanent lower urinary tract obstruction."